Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
One of the patient's leads was explanted and replaced. Unknown which lead was explanted. Hence, both the leads are being reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2020-01582. It was reported that the patient lost therapy due to lead migration. Patient¿s both leads migrated but only one lead did not provide coverage. As such, the lead that did not provide coverage was explanted and replaced on (B)(6) 2020 addressing the issue. Reportedly, therapy was resumed postoperatively.